Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Regulatory agency reported "an intracapsulare rupture of the left device, device is completely exploded and capsular contracture, baker grade iii. Device has been explanted, unknown if replaced.